Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient had a loss of therapy and return of symptoms in (B)(6) 2015. It was not working as well and the cause was unknown. They were going to do an MRI to check for multiple sclerosis (ms). Hopefully the MRI of the brain would provide some answers. The patient had urinary retention and frequent urinary tract infections (utis). The step taken to resolve the loss of therapy was that the patient was currently on the last available program. The device had not been explanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information reported the MRI was to evaluate symptoms multiple sclerosis (ms)/neuro. The device has not working as well; they had increased urinary residual since (B)(6) 2015 while no residuals (B)(6) 2012 to (B)(6) 2015. There was no change noted that led to the loss of therapy. The patient reported that they had multiple appointments with physician assistance, doctor and representative to reprogram and x-rays to evaluate lead placement, were steps taken to resolve the loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.